Event description:
The home patient (hp) reported feeling full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Hp relates that hp has a fill volume of 3000mls and felt the device was not completely draining hp, resulting in hp feeling full at the end of the therapy. According to the hp, when hp felt full hp placed the cycler into a manual and removed around 1000mls. Per hp, there was no patient injury or medical intervention as a result of this incident.